Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable ise indirect na, k, cl for gen.2 results for 1 patient tested on a cobas 6000 c (501) module. From the data provided, the sodium results were discrepant. The initial sodium result was 134 mmol/l with a repeat result of 140 mmol/l. The result in question was not reported outside of the laboratory. The sodium electrode lot information was requested but was not provided.

Manufacturer narrative:
The calibration data provided showed the customer is using non roche standards and system reagents. This is an off-label use, as product labeling states: caution: the above-mentioned ise calibrators, auxiliary reagents and electrodes are required to calibrate and calculate results for the ise module. Use of any other products may result in inaccurate measurements of routine samples and /or damage to the electrodes.